Manufacturer narrative:
The screw was not returned for evaluation. An x-ray was provided, however, it was determined that the screw could not be seen in the x-ray so the failure mode cannot be verified. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that two screws were found broken postoperatively. The patient underwent a revision surgery where a posterior cervical fusion was preformed to stabilize the region. The screws remain implanted. There were no additional patient impacts reported. This is report two of two.

Manufacturer narrative:
Type of the device: common device name: trinica(r) anterior cervical plate system, trinica(r) select anterior cervical plate system without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report :3012447612-2019-00451.

Event description:
It was reported that two screws were found broken postoperatively. The patient underwent a revision surgery where a posterior cervical fusion was preformed to stabilize the region. The screws remain implanted. There were no additional patient impacts reported. This is report two of two.